Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer not detected on bus and unable to open the drawer.As per part investigation, it was determined that thermal damage to component U300 on the Full Height Cubie PMC (PN: 151903-01) circuit board resulting from an electrical failure.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 14-JUL-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of Failed drawer (Device not on bus) was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the FSE according to WO (b)(4). The report states that the issue was confirmed, so the station was shut down, and the controller board was replaced. FSE rebooted the device and verified that the FH cubie drawer was operational. Customer was able to open and inventory the drawer. No further issues were reported for this device.During DCHU Visual Inspection 151903-01: A detailed examination under a microscope was performed to visualize the damage on component U300. During DCHU Testing: 151903-01: Testing was not required due to thermal damage on component U300 of the board. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause was identified as thermal damage to component U300 on the Full Height Cubie PMC (PN: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the Cubie pockets, leading to their malfunction.